Event description:
Initial reporter indicated that they were hospitalized for two weeks for constant pain at the generator site. Tests were performed that ruled out a heart attack or infection. The patient's primary care physician feels the pain is related to the vns. The patient's neurologist did not know what the pain was related to but did not think was vns related. The pt went to surgery and had their generator replaced and all testing in the or on the lead was within normal limits. Vns testing per neurologist preop was normal. It is unknown if the vns generator migrated. During surgery it was noted the pt had some old bruising. The pt reported the pain event began after having a mammogram. Good faith attempts have been made for additional details surrounding events.